Event description:
Country of complaint: (B)(4). According to the customer: there were (B)(4) cases of infection due to the use of novosyn. This phenomenon would occur only in the orthopedic service. It appears that bacteriological analyzes were performed.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4)2014. Manufacturing site evaluation: evaluation on-going.